Manufacturer narrative:
It was reported that customer elected to remove the unit from service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine inspection performed by getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) the coiled cable from the monitor to the base unit was broken off at the base unit. There was no patient involved.